Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. Reportedly, it was difficult to fit the cable end into the pump usb port. Multiple usb cables were attempted and the same issue was noted. There was no impact to the customer's blood glucose level.